Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, nausea, vomiting, kidney disease/toxicity, respiratory failure, autoimmune disorder, heart failure and death. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, nausea, vomiting, kidney disease/toxicity, respiratory failure, autoimmune disorder, heart failure and death. The manufacturer was made aware of this complaint through a representative of the customer. Section b2: outcomes attributed to ae and b5: describe event or problem updated. On the previously submitted report, the outcome attributed, and problem description was incorrect. This follow-up is to report this error.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, nausea, vomiting, kidney disease/toxicity, respiratory failure, autoimmune disorder, heart failure. And patient passed away.  The device has not yet been returned to the manufacturer for evaluation.   At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.